Event description:
Medical records was notified on 12/22/2011 that this patient called on (B)(6) 2011 reporting a "thumping feeling" in chest. Patient was advised to go to ER for evaluation. Patient reported symptoms began on (B)(6) 2011 and occuring every 1-2 minutes. The suspected cause is phrenic nerve / diaphram stimulation with this lv lead causing muscle contractions. Reprogrammed lv pacing configuration and decreased output to 3.0 volts. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).